Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2020-27290.

Event description:
A nurse reported that the probe did not cut properly. The condition of aspiration is unknown. The product was replaced and the procedure was completed. Patient outcome is unknown.

Manufacturer narrative:
Additional information provided in d.10, h.3, h.6 and h.10. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The probe was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for cut and non-conforming for actuation and aspiration. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A couple gouge marks were observed at one location along the inner cutter. The sample was tested with a syringe and resistance was felt. A wire barely inserted into the aspiration path. The sample was retested with a syringe and resistance was still felt. Solid material is blocking the aspiration path and cannot be removed for further evaluation. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation did not confirm that the probe had a cut failure. The evaluation did indicate that the probe had actuation and aspiration failures. The cut functionality of the probe was conforming, however, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The cause of the aspiration failure is due to foreign material in the aspiration path. How and when foreign material was introduced into the aspiration path cannot be determined from this evaluation; however, the foreign material is most likely surgical material from the surgical use of the probe. The cause of the actuation failure is the observed wear on the inner cutter of the probe. A worn inner cutter can impede the movement of the cutter shaft. How and when the inner cutter of the probe became worn cannot be determined form this evaluation. No specific action with regard to this complaint was taken by the manufacturing site because the reported cut failure was not confirmed and the exact root cause of the foreign material in the aspiration path or the actuation failure cannot be determined from the evaluation performed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).